Manufacturer narrative:
Associated reports: 3003639970-2018-00713, 3003639970-2018-00714. Samples received: 17 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We have received 17 closed samples to analyze this case. Tightness test to the samples received has been performed and all units are tight. We have tested the closed samples for: 1) knot pull tensile strength and the results fulfil the requirements of the european pharmacopoeia (ep): 2.82 kgf in average and 2.65 kgf in minimum (ep requirements: [?] 2.04 kgf in average and [?]1.02 kgf in minimum) 2) knot security control and results are into the current range for this thread and size. 3) degradation test and the results fulfil b. Braun surgical (bbs) requirements: 0.79 kgf in minimum and 0.96 kgf in maximum (bbs requirements: 0.31 kgf<xi<1.58 kgf). In the degradation test, threads are introduced in a sörensen buffer solution ph= 7.4 for 7 days. After this period, the knot pull tensile strength of the thread is tested. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. According to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 height: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported a patient gave birth on (B)(6) 2018 with the use of obstetric suction cup and episiotomy. After the birth, spontaneous and prompt, the "episiorraphy" was repaired with suture thread "novosin" quick 2/0 (batch 117523) using classic technique. On the third day ((B)(6) 2018) after the birth, in absence of comorbidity, the episiotomy suture was lightly "diastasi". On the 5th day ((B)(6) 2018) "diastasi" occurred and extended for 1cm of the skin and muscle planes; re-suture of the vulvar commission. It was again necessary on (B)(6) 2018 to re-suture at the level of the episiotomy apex. The patient came back for an additional surgical suture repair on (B)(6) 2018 due to dehisce. The wound was not infected. Augmentin antibiotic 1g x2 for 5 days. Type of episiotomy: medium lateral. All medwatch submissions related to this patient are: 3003639970-2018-00713, 3003639970-2018-00714. "It was reported that a similar incident occurred on 2 other patients." At this time, we do not have any other information with any specifics of what similarities occurred. Additional information has been requested. Once additional information is received medwatches will be created.